Manufacturer narrative:
This report is submitted on 11 november 2019.

Manufacturer narrative:
This report is submitted on september 26, 2019.

Event description:
Per the clinic, the it was reported that the patient experienced poor performance from onset, due to a partial insertion during initial implantation. Subsequently, the device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear device during the same surgery.